Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event and date of death updated b5. Second paragraph added h1. Type of reportable event updated h6. Device codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years and 1 month following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported. Additional information was received that on the same day, the patient died. The cause of death was not received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years and 1 month following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4. Patient weight added b5. Third paragraph added h6. Patient and device codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years and 1 month following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported. Additional information was received that on the same day, the patient died. The cause of death was not received. Additional information was received that the valve was implanted inside a previously implanted non-medtronic surgical aortic valve. The failure of the valve was moderate-severe aortic stenosis. Per the physician, the cause of death was that the previous aortic valve replacement and transcatheter aortic valve replacement led to increased heart failure, cardiogenic shock, and acute kidney failure.